Event description:
It was reported that the device migrated. The device was repositioned during a pocket revision and remains in use. It was later reported by the patient that the device was protruding and the patient was experiencing general discomfort. The patient was a participant in (B)(6) no further patient complications have been reported as a result of this event.